Manufacturer narrative:
(B)(4) the reported defect of "unable to inflate - cuff" was confirmed upon investigation of the returned sample. The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Functional inspection showed that upon inflation, the device leaked from a hole in the balloon cuff. A review of the manufacturing process confirmed that tracheal tubes undergo 100% inspection, inflation and deflation test as part of the product release criteria. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. Additionally, a device history record was conducted and no issue related to complaint was noted. The device was manufactured according to release specification. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "patient reintubated, when ett in place, air was pushed into the cuff but the cuff did not inflate. Ett had to be replaced. There no reported patient harm or consequence."